Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a large gate fractured patient distal femur on (B)(6) 2014. The fracture was stabilized by retrograde/antegrade femoral nail (rafn), spiral blade and two locking screws. During the insertion of the spiral blade into the rafn the spiral blade inserter and aiming arm bearings locked up halfway during the insertion. The bearings appeared to be seated properly at the beginning. However, halfway required significant mallet blows to fully seat the spiral blade. The blade was properly locked in with an end cap. Removal of the inserter required significant blows. The patient was not harmed. The surgery was successfully completed with a three minutes delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: one aiming arm, for retrograde spiral blade locking, part number 03.010.051, and one spiral blade inserter, for retrograde femoral nails-ex, part number 03.010.084, were received. Per the technique guides, these devices are intended for the retrograde approach to internal fixation of the distal femur and the femoral shaft. They are used in advancing the spiral blade to achieve distal locking of the femoral nail. The returned aiming arm (lot number 5385211/supplier lot number 1580665) was manufactured october, 2006. It was received intact with the hole for the inserter shows a spiral wear mark where the inserter would be mate with the aiming arm. The balance of the tool is in good condition. The returned spiral blade inserter (lot number 3042033) was manufactured october, 2006. It was received intact with chatter marks along the spiral groove. The majority of the chatter is along the middle third of the shaft. There are also light scrapes on the handle and the balance is in good condition. This condition of chatter marks on the inserter is consistent with the result of the devices binding together. The complaint condition can be replicated as the returned parts bind excessively when the inserter is approximately one third of the way though. The devices will ultimately jam completely when forced. Thus, the complaint condition is confirmed. The devices were both manufactured prior to the release of the current drawing revisions. Therefore, a review of the current edition of the design drawings and revisions at the time of manufactured was performed for the aiming arm and the inserter. The current drawing revisions were found to be sufficient for their intended use. There were three design revisions for the aiming arm and two design revisions for the inserter since the date of manufacture. It was found that the aiming arm drawing was revised in august, 2008 to improve the functional interface between these devices. The other designs revisions were determined to be unrelated to the complaint condition and did not impact the aiming arm/inserter interface. Since the aiming arm was manufactured prior to the revision, this complaint condition is determined to most likely be the result of the design. In conclusion, the complaint condition has been confirmed. The complaint condition was the result of an older design revision which caused interference and binding between the aiming arm and spiral blade inserter. There was a design revision that was implemented to address this issue and the current design revisions are deemed sufficient for their intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.